Event description:
During placement of a coronary guidewire (nitrex guidewire) the tip of the guidewire imbedded in the subcutaneous soft tissue. As the guidewire was removed, a small remnant of the tip of the wire was retained within the subcutaneous tissue. The surgeon who performed the procedure reported that the nitrex wire knotted within the subcutaneous tissue. The decision was made to leave the guidewire fragment in place due to the risk of removal being greater than leaving it in place. Full disclosure to pt and family regarding event.